Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the deployment mechanism could only partially deploy the stent graft. The outer sheath was found elongated and fractured at the proximal end which made a complete deployment impossible and which indicated that excessive force was exerted when the user tried to deploy the stent graft. During evaluation, no indication could be found for a process related issue. Potential factors which may have caused or contributed to the reported issue have been considered. The reported application presents an off label use of the device. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device and the patient anatomy the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' The IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that during a stent graft placement procedure intended for the left renal artery with access through the left armpit, the stent graft was allegedly partially deployed and the delivery system could not deploy the device any further. Reportedly, there was resistance during deployment attempt. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement procedure intended for the left renal artery with access through the left armpit, the stent graft was allegedly partially deployed and the delivery system could not deploy the device any further. Reportedly, there was resistance during deployment attempt. Another device was used to complete the procedure. There was no reported patient injury.